Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device for evaluation. However, the customer sent the photograph of the ventilator showing the event logs. No root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela comp d transducer fault occurred. There is no patient involvement in this reported event.